Event description:
It was reported that the patient's mother brought her child into the clinic in late 2008, with the report that 'the equipment is not working'. External equipment was checked/exchanged and testing was completed. Replacement of external equipment did not result in sound perception by the patient. No other information was available at this time with regard to events that may have contributed to the 'equipment not working'. Testing confirmed that the device has malfunctioned. The patient was re-implanted in early 2009.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.